Event description:
This is a report from (B)(6) of a homechoice patient (hp) who contacted baxter with complaints of abdominal distention. The homechoice device was recently swapped and was followed by increased negative ultrafiltration values. At the time of the call the patient stated that he wanted to abort therapy. The patient was instructed to follow up with the hospital. The device was swapped. No further information is currently available.

Manufacturer narrative:
(B)(4). The device is reportedly available to be returned for evaluation, however, it is unknown if the device has been returned. Should the device be received for evaluation or additional information becomes available, a follow-up medwatch will be generated. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.